Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon review of previous episodes, the right ventricular lead exhibited noise. The patient was brought into clinic. Noise could not be reproduced. All parameters were in normal range. No intervention was performed. The patient was stable throughout the event.